Manufacturer narrative:
Visual assessment confirmed the reported breakage. The upper jaw has broken midpoint of its length. Broken portion was returned. Break area shows no material voids. Cutting edge of upper jaw is damaged. Dimensional inspection of the device confirmed it met print specifications. It appears that the device was used to cut something other than soft tissue resulting in the tip breakage. Per the IFU ¿do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ no root cause related to the manufacturing process can be established. No further investigation is warranted at this time.

Event description:
It was reported that during a procedure using a raptor jr.,punch, the upper jaw got broken while grasping tissue. The broken piece was removed with a hand instrument and the procedure was completed with a back-up device. There were no patient complications reported as a result of this event.